Event description:
It was reported that high out-of-range impedance on this right ventricular lead triggered a lead safety switch. Oversensed myopotential noise was captured as an episode of non-sustained ventricular tachycardia. A technical services consultant provided troubleshooting recommendations. No adverse patient effects were reported. The lead was later surgically abandoned due to this product performance issue.

Event description:
It was reported that high out-of-range impedance on this right ventricular lead triggered a lead safety switch. Oversensed myopotential noise was captured as an episode of non-sustained ventricular tachycardia. A technical services consultant provided troubleshooting recommendations. No adverse patient effects were reported. This lead remains in service.